Event description:
A physician reported a patient who was originally skin tested in 1999 in the left forearm with negative results. In 1999, the patient was treated in the nasolabial folds and the upper vermilion border. In 1999, the patient was examined by the physician and it was noted there was erythema and swelling (1 to 1 & 1/2 cm round area) at the skin test site on the left forearm. The exact onset date of symptoms was unknown. There were no symptoms noted at the treatment sites. The physician prescribed intralestional kenalog. In 2000, the patient was examined by the physican and it was noted there was decreased redness and induration at the skin test site. There were still no symptoms were a definite hypersensitivity to the collagen. The physician states dr may possibly treat the skin test site with laser resurfacing in the future.